Event description:
It was reported that the patient experienced pain and bladder discomfort as "marble sized mesh balls have formed inside me." The patient was seen by a urogynecologist on (B)(6) 2015 who advised the patient to have surgery to relieve her symptoms. No further patient complications were reported in relation to this event.